Event description:
Adverse event: left arm weakness. Time of adverse event: post procedure. Device issue: none. It was reported that shortly after a stenting procedure in the right internal common carotid artery with a xact stent, the patient experienced left arm weakness. Neuroconsult indicates that the patient appears to have had a mild transient ischemic attack. Two days post-procedure, the patient was transferred to a rehabilitation facility. There was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. The reported neurological deficit/dysfunction is a known adverse event listed in the xact instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.